Event description:
It was reported that the customer received a button error alarm. It was stated that the insulin pump was not exposed to high magnetic fields, and no buttons were pressed for more than three minutes. It was also stated that the screen was frozen, and the time was not advancing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted and time clock functioned properly. Cracks on the case, battery tube threads and reservoir tube lip were also noted.